Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported the needle in the kit was blocked. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution; the solution expelled with a normal flow. A device history record review was completed for provided material number 305922, lot 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. Material#: 305922. Batch number#: 1354640. It was reported by customer that the hypodermic needle from the kit was blocked. The needle was not used on the patient. The clinician used a different hypodermic needle to inject lidocaine. Following the procedure, staff attempted to use the needle with saline water and confirmed that it was occluded. Verbatim#: rcc received a complaint via email. Email(s) attached. On (B)(6) 2024, clinician staff at xx hospital identified that the hypodermic needle from the kit was blocked. The needle was not used on the patient. The clinician used a different hypodermic needle to inject lidocaine. Following the procedure, staff attempted to use the needle with saline water and confirmed that it was occluded.

Event description:
Material#: 305922, batch number#: 1354640. It was reported by customer that the hypodermic needle from the kit was blocked. The needle was not used on the patient. The clinician used a different hypodermic needle to inject lidocaine. Following the procedure, staff attempted to use the needle with saline water and confirmed that it was occluded. Verbatim#: rcc received a complaint via email. Email(s) attached. On (B)(6) 2024, clinician staff at xx hospital identified that the hypodermic needle from the kit was blocked. The needle was not used on the patient. The clinician used a different hypodermic needle to inject lidocaine. Following the procedure, staff attempted to use the needle with saline water and confirmed that it was occluded.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.